Manufacturer narrative:
This report is part of a retrospective review and remediation. (B)(4). Sv 3.0d. Pump monitored for several days and no blank display noted. Unit received with all operating currents within spec and passed the displacement test, self test and a21 error test. No unexpected failed battery alarm anomalies noted. No unexpected a21 and a17 alarm anomalies noted. Pump received with cracked reservoir tube lip and cracked battery tube threads. The test infusion set and reservoir does lock into place.

Event description:
Medtronic received information that failed batt test, blank display, a21, a17 occurred. There was no adverse impact or consequence reported as a result of this event.